Event description:
It was reported that the pt experienced increased pain; no withdrawal symptoms. A "large amounts of drug" was in the pump reservoir at refill in 2008. The pump contained dilaudid 10 mg/ml at a dose of 1.878 mg; bupivicaine 500 mcg/ml in simple continuous mode. A dye study was attempted in the same month; the dye study was unsuccessful as the hcp was unable to withdraw cerebrospinal fluid from the side port. The catheter was explanted/replaced. The pt recovered without sequela.

Manufacturer narrative:
Results: used for catheter.

Event description:
The surgeon attempted to perform a dye study intraoperatively. He was unable to withdraw fluid from the catheter either through the catheter access port of the pump or directly through the disconnected catheter. He therefore elected to replace the catheter. The etiology of the problem (kink, occlusion etc.) Was not described in the operative notes.